Event description:
Customer reported ventilator screen went blank during case. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info - 7/27/2000. Receipt of additional info - 10/18/2000.